Manufacturer narrative:
(B)(4). The previously reported patient codes (B)(4) no longer apply to this event.

Event description:
On (B)(6) 2015 additional information was received from a healthcare provider (hcp). The patient was having headaches and high blood pressure and the change in therapy/symptoms was sudden. The hcp decreased the dose which resulted in no difference on symptoms. With flex dosing there was no difference on headache/blood pressure, but leg pain was resolved (flex dosing helped resolve some right leg pain). It was noted the patient was sick a few weeks ago and the patient felt nauseous and was very constipated. The patient was not eating and did not have a bowel movement in two weeks. The hcp did not believe the headache and high blood pressure were related to the drug infusion system. The event date for these events was (B)(6) 2015 (specific dates not provided). The situation was being addressed by the hcp and the patient was having a MRI on (B)(6) 2015. It was reported there was a motor stall and recovery in the event logs and the motor stall occurred on (B)(6) 2015 at 13:31 and recovered at 15:13. The patient was currently receiving intrathecal lioresal 2000 mcg/ml (dose 284.2 mcg/day).

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter (B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the patient developed increased spasticity and a severe headache and was seen in the local emergency room. The patient was then transferred to another hospital for admission. No further information was provided. Follow-up was being conducted to obtain drug information, other medications taken, troubleshooting/diagnostics performed, actions/interventions taken, cause of the symptoms, and resolution of the issue. If additional information is received, a follow-up report will be sent.